Event description:
(B)(4). It's been an ongoing illness, not a one time event. And it's steadily getting worse. I have terribly long and painful periods. Sometimes I bleed for up to 10 days straight, with bleeding in between periods. Horrible cramping during periods and sharp stabbing pains that come and go at random times. I also seem to have chronic vaginal infections, discharge that smells metallic, and pain after sex or orgasm. My hair has been thinning ever since the device was inserted. I've lost so much over the years, you can easily see my scalp on top of my head. Chronic fatigue. Frequent headaches. Gum and teeth problems, despite good oral hygiene. Eyesight has diminished and I now require reading glasses. Chronic pelvic pain with or without bleeding. I feel like I'm dying a very slow death.